Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received from a physician on 24-aug-2010 and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). Additional info received from our local pv quality department on 24-aug-2010 is being processed with this initial report. This case involves a female pt who received poly-l-lactic acid (sculptra) therapy on an unk date (dose and areas injected unspecified). Relevant medical history and concomitant medication info were not mentioned. On an unspecified date after poly-l-lactic acid therapy, the pt developed a number of inflammatory nodules. The physician reported that he feels that a recent traumatic event (the death of the pt's grandson) may also be a contributing factor along with poly-l-lactic acid. Action taken/corrective treatment/outcome - unk.

Manufacturer narrative:
A ptc (pharmaceutical product complaint) has been initiated: (B)(4)